Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection of the complained screws shows that all of them are absolutely intact. No product failure can be identified. The screws received are not broken as complained. The received condition of the complained devices do not agree with the complaint description. Therefore, this complaint is not confirmed. Due to the fact as no product problem could be identified and the complaint cannot be replicated, no further investigations are required. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Each pack of 04.503.104.04s contains 4 screws. Potential lot numbers reported as l821668, l821673, l724427, l704380, l699914. Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon used the screw and the burr hole cover to close the patient¿s skull on (B)(6) 2018. The screw could not be inserted into the skull. The 8 screws out of 16 were broken. The surgery was finished without any other problem although it was not reported how the surgery was completed. No further information is provided by the hospital. Concomitant device reported: matrixneuro burr hole cover f/burrholes- (part # 04.503.023s, lot # unknown, quantity 1). This is report 2 of 2 for complaint (B)(4).